Event description:
Boston scientific received information that this device exhibited noise at the time of implant, especially when the pocket area was manipulated. Concern was expressed the device may have had a header problem. The device was replaced and returned to boston scientific for analysis. There were no adverse patient effects reported. Upon receipt at our post market quality assurance laboratory, the pacing, and sensing functions of the device were verified to be operating normally. Visual inspection verified the header was firmly affixed to the device case; however, a hole in the right ventricular (rv) setscrew seal plug was noted. Blood was visualized in the header of the device. The observation of noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.